Event description:
It was reported that the fowler was stuck. No adverse consequences or patient involvement was reported.

Manufacturer narrative:
It is unknown if the device will be received for evaluation. If the device is received and any additional, relevant information is received pertaining to the MDR, a follow up will be submitted.